Event description:
Received a copy of the customer¿s medsun report which states ¿magnesium sulfate and calcium gluconate were ordered IV and infusing via tubing and pump. Magnesium first and then calcium was administered. Mid calcium infusion fluid noticed on the floor underneath the IV pump. Upon further examination of the infusion, a tiny hole was discovered in the part of tubing that is placed directly into the alaris pump. Re-primed the IV bag with another set of tubing and ran the remaining amount of calcium.¿ the customer stated that there was no harm to the patient, however labs were drawn to check blood levels because of the concern about loss of medication. Results were not available but the customer stated there was no add¿l treatment required for the patient in response to the lab results. No further patient or event info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer¿s reported leak. Although requested, the affected set has not been received for investigation. A follow up report will be submitted with eval results should the device be received.